Manufacturer narrative:
End user was not exercising caution while operating the power wheelchair. Hoveround's owner's manual warns, "keep yourself properly positioned in the seat: keep your back against the seatback, arms on the armrests, and your feet on the footplate," "avoid ramps and slopes that are too steep, such as those that exceed 5 degrees," "avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, and sand," and, "always use the seat belt."

Event description:
End user reports while operating the power wheelchair quickly down an alleyway on a steep incline, his foot slipped off of the footplate and fell. Client reports he was not wearing the seat belt.